Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the products involved with this complaint to perform failure analysis. The surgeon back plane (sbp) board was analyzed, and the reported problem was confirmed but not replicated. Upon visual inspection, no obvious damage was observed; however, the unit was returned without two small form-factor pluggable (sfp) transceivers installed on the surgeon backplane. Due to the missing sfp transceivers, the unit could not initially be installed into the golden system to verify the reported issue. To proceed with testing, two known-good sfp transceivers from the golden system were used. During installation, one transceiver could not be fully seated in the j43 socket. Further inspection revealed damage to the j43 socket, preventing proper insertion of the sfp module. Additionally, the two video slice (vsl) boards were analyzed, and the reported issue was not confirmed or replicated. A review of system logs found no evidence that the fault had occurred in the field. Upon visual inspection, no abnormalities or damage were identified that could be associated with the reported event. The units were installed in a known-good system, where they functioned as expected. The system underwent a 10-minute sine cycle test, 10 power cycles, and was left idle for five days. Following completion of testing, the system error logs were reviewed, and no related errors were detected. Video testing confirmed good image quality in both eyes with no anomalies observed for both vsl boards. Once the testing was completed, the j43 socket on sbp board was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to a mechanical damage from the j43 socket located on sbp board, leading to improper connections on spb board. This issue can be resolved by replacing the spb board from ssc.

Manufacturer narrative:
The personality module surgeon console (pmsc) was analyzed, and the reported problem was not confirmed or replicated. In the system logs, no data was found to indicate the failure occurred in the field. During visual inspection, no issues were found related to the report. The pmsc was installed onto the golden system, all the output and input port were tested and had good image, with normal image on left eye. The golden system was set to run 10 power cycles and sit idle for 45 minutes. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor due to sporadic failures of the left eye on the surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the hrsv monitor. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated the issue occurred previously but could not provide exact event date. Per user, the left eye on the surgeon side console (ssc) was blue and the customer swapped to second ssc to proceed with the case as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: these incidents occurred on (B)(6) 2025. Each time, site contacted for support from intuitive tech. The issue occurred always during the ongoing surgery, sometimes even during the prostate retrieval process. There was a time when the surgeon was no longer at the console because he had to color the prostate for the pathologists. Site couldn't identify any connection to possible errors on the part of the surgical team to rule anything out. Console switched on and off, and surgery continued at the same console; both consoles were needed/used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) was returned for failure analysis, and the reported failure was replicated and confirmed. Error 119 was found in system logs indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit produced error 119 during a power cycle but was unable to verify visually the findings of the left eye going out intermittently. The probable root cause is attributed an electrical component issue within the hrsv monitor.